Event description:
(B)(6)---needle issue; (B)(6)---product quality issue from jpsr: patient came into flu clinic for the flu vaccine and nurse giving the injection the medication squirted out of the needle before being injected. Medication was da7p5 from lot (10), expiration 06/30/2025. Smiths medical hypodermic needle -pro edge safety device 4333135.